Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and DHR review results. The reference device was returned to the service center for the physical evaluation. The user¿s complaint has been confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed and the device failed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the returned device was performed and found there is some tissue build up. The ptfe pad (teflon) was inspected and found it has normal wear, no metal exposed, however, there is a char mark near the middle section. The distal end of the device was inspected under a microscope and found the probe is detached, missing portion returned. Based on the evaluation, the likely cause for the damaged/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation. In addition, the DHR for this product has been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the reported complaint cannot yet be confirmed. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a hysterectomy, the probe of the device broke off. There was no reported patient injury or report that the broken fragment fell into the patient. The procedure was completed using another similar device. The device had been inspected prior to use with no anomalies found. It was reported that the clinician was not experienced with the use of the device.